Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead had dislodged and during a lead revision procedure, there was an implantable pulse generator (ipg) header issue. This resulted in right atrial (ra) lead noise and oversensing. The ipg was removed and replaced and the ra lead was implanted successfully with the new ipg. No patient complications have been reported as a result of this event.